Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: plaintiff fact sheet received. On (B)(6) 2009, she explanted essure. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the remainder of the coils were embedded in the distal omentum/displaced left-sided implant') and device breakage ('displaced left-sided implant, which is fragmented into 2 pieces') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, endometriosis, subcutaneous emphysema, hypercarbia and acidosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (she had essure removed. Right salpingectomy with essure coil removal). At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal: (B)(6) 2009. (B)(6) 2009 (per mr discrepancy noted): name of operations: diagnostic hysteroscopy. Laparoscopic removal of essure coil. Distal partial omental biopsy. Right salpingectomy with essure coil removal. Right salpingectomy. Complications: subcutaneous emphysema secondary to preperitoneal co2 insufflation resulting in hypercarbia and mild acidosis. Procedure in detail: we suspected that the remainder of the coils were embedded in the distal omentum and therefore we proceeded with a distal omental biopsy hoping to remove the portion with the embedded fragment of essure coils. In addition, we elected not to continue to search for the minute essure fragment as such a search would likely be futile. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left-sided implant had been displaced and was not in the proper location within her left fallopian tube. It also appeared that the left-sided implant had fragmented into two pieces, one very small piece and one very long piece, which appeared to almost be the entire length of the implant.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('the remainder of the coils were embedded in the distal omentum/displaced left-sided implant') and device breakage ('displaced left-sided implant, which is fragmented into 2 pieces') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, endometriosis, subcutaneous emphysema, hypercarbia and acidosis. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain"). The patient was treated with surgery (she had essure removed. Right salpingectomy with essure coil removal). At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: as per mr, discrepancy noted in date of removal :(B)(6) 2009. (B)(6) 2009 (per mr discrepancy noted): name of operations diagnostic hysteroscopy, laparoscopic removal of essure coil, distal partial omental biopsy, right salpingectomy with essure coil removal, and right salpingectomy. Complications: subcutaneous emphysema secondary to preperitoneal co2 insufflation resulting in hypercarbia and mild acidosis. Procedure in detail: we suspected that the remainder of the coils were embedded in the distal omentum and therefore we proceeded with a distal omental biopsy hoping to remove the portion with the embedded fragment of essure coils. In addition, we elected not to continue to search for the minute essure fragment as such a search would likely be futile. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left-sided implant had been displaced and was not in the proper location within her left fallopian tube. It also appeared that the left-sided implant had fragmented into two pieces, one very small piece and one very long piece, which appeared to almost be the entire length of the implant. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, medical history, event "displaced left-sided implant, which is fragmented into 2 pieces" and rcc added. Event "medical device removal" was updated to "the remainder of the coils were embedded in the distal omentum/displaced left-sided implant". Event- pelvic pain added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.